Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated pacing impedance resulting in a polarity switch. The lead also exhibited slightly elevated pacing thresholds. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.